Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a pump malfunction. A new ipp pump was implanted. Additional information received states the device would not inflate. The device is approximately 9 to 11 years old. The patient was recovering following the surgery.